Manufacturer narrative:
Although the report of elevated flows and pi events was confirmed through the analysis of the submitted log file, a specific cause for the reported events could not be conclusively determined through this investigation. A direct relationship between the device and reported right ventricular dysfunction could not be determined. The submitted system controller log file captured several transient elevations in power (as high as 7.9 w) and corresponding flow (as high as 10.2 lpm) on 17jan2019, 21jan2019, 22jan2019, 24jan2019, 25jan2019, 27jan2019, 28jan2019, 30jan2019, 31jan2019, and 01feb2019. Of note, these elevations appeared to be associated with pi events. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. It was later reported that the pi events and elevated pump power/flow was likely due to right ventricular dysfunction. The patient had baseline moderate rv dysfunction prior to lvad implantation; however, the patient¿s rv dysfunction had deteriorated over time by continuous flow event at low speeds. The patient¿s symptoms included increased diuresis. As of (B)(6) 2019, the patient was currently doing well at home although requiring outpatient IV diuretic infusion. The patient was not on inotropes. The patient remains ongoing on vad support. Right heart failure is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in the introduction of the hmii IFU. Additionally, the patient care and management section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2019 that the patient had fluctuating flows and pi events. Log files were submitted and review noted some intermittent power and flow elevations taking place across (B)(6) 2019. These elevations are associated with pi events. No other unusual events noted. The pump is maintaining its set speed. No further information was provided. On (B)(6) 2019 it was reported that the pi events and elevated pump power/flow was likely due to right ventricular dysfunction. The patient had increased diuresis and the patient was currently doing well at home although requiring outpatient IV diuretic infusion. Not on inotropes. On (B)(6) 2019 it was reported that the patient had baseline moderate rv dysfunction prior to lvad implant, however rv dysfunction has deteriorated over time by continuous flow even at low speeds. No further information was provided.